Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "staple jamming." A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler showed two staples jammed at the front of the cover block. The stapler was returned with the trigger not engaged, and there was no evidence of biological material on the device. The stapler was received with 40 staples left in the cover block. The jammed staples were removed for dimensional analysis. Dimensional inspection was performed on the staples. The width of the staple 1 was 0.5731", which does not meet the specification of 0.5510"-0.5540" per the applicable drawing. The width of staple 2 was 0.5727", which does not meet the specification of 0.5510"-0.5540" per the applicable drawing. Functional inspection was performed on the sample. When engaging the trigger, no staples fired. After removing the jammed staples, the trigger was engaged, and a staple was able to be fired into the air with no issues. The jammed staples were taken for dimensional analysis and were observed to be out of specification. The applicable drawing was reviewed for dimensional inspection specifications. Per DHR the product visistat 35w 6/box lot#: 73l2400909 was manufactured on 11/29/2024 a total of (B)(4) pieces. Lot was released on 12/12/2024. DHR investigation did not show issues related to complaint. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. The stapler was returned with the trigger unengaged, and two staples jammed at the front of the cover block. The stapler was disassembled, and the jammed staples were removed for dimensional analysis. The stapler was able to properly fire and releases staples after the jammed staples were removed. Dimensional inspection was performed on the jammed staples. The width of the staple 1 was 0.5731", which does not meet the specification of 0.5510"-0.5540" per the applicable drawing. The width of staple 2 was 0.5727", which does not meet the specification of 0.5510"-0.5540" per the applicable drawing. Actions to address the staples out of specification were established as part of non-conformance, which was closed on 31-oct-2025. The returned sample was manufactured prior to these actions on 12-dec-2024. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staple jamming." A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine".